Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid leaked onto the bed and floor. The cause of the leak was the pin breaking on the cycler set. Technical support advised to try the cycler again. Upon follow up, the patient contact confirmed the reported fluid leak event and that there was no fluid in or around the cycler or cycler door. The patient contact confirmed the fluid leak from the broken pin area. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (dose unknown, intraperitoneal, duration unknown). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient was able to complete peritoneal dialysis treatment at the clinic in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cassette was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. Fluid leaked onto the bed and floor. The cause of the leak was the pin breaking on the cycler set. Technical support advised to try the cycler again. Upon follow up, the patient contact confirmed the reported fluid leak event and that there was no fluid in or around the cycler or cycler door. The patient contact confirmed the fluid leak from the broken pin area. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, duration unknown). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however stated the patient was able to complete peritoneal dialysis treatment at the clinic in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cassette was available to be returned to the manufacturer for physical evaluation.